Event description:
It was reported while using bd microlance¿3 needles 30 g the pieces were difficult to connect and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when he went to use the small needle, he reports that it became loose, he pressed it to screw and fix it and applied it and when he pressed the plunger, the liquid leaked all over.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 210827. Medical device expiration date: 31jul2026. Device manufacture date: 20aug2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needles 30 g the pieces were difficult to connect and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when he went to use the small needle, he reports that it became loose, he pressed it to screw and fix it and applied it and when he pressed the plunger, the liquid leaked all over.

Manufacturer narrative:
Investigation summary : a device history record review was completed for provided material number 304000 and lot numbers 210827 and 210335. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples (ten from each reported lot number) were obtained for evaluation. The retained samples were assembled with a caverject syringe provided by the customer in the past. The needle samples were assembled by following the caverjet kit instructions. None of the samples presented any sign of defect and the hubs fit perfectly on the syringe tip. As we were unable to reproduce the reported issue, an exact cause could not be determined for this incident. H3 other text : see h10.